Manufacturer narrative:
(B)(6). Date of report: 09aug2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba and replaced the power switch overlay to address the reported problems. The data acquisition (da) pcba was returned to the manufacturer for investigation: it was tested and no failures were identified. The power switch overlay was not returned for evaluation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the pressure accuracy results were out of specifications and noted the power switch led turned off by vibrations. There was no patient involvement.